Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73b1800205 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip jammed.